Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. Visual inspection revealed several cracks in the outer insulation and, in addition, under one crack approximately 9cm from the terminal pin a fracture of the outer coil was also visualized. An x-ray of the lead verified the fracture. The damage appears consistent with cyclic fatigue. The fracture is the likely root cause of the observed high impedance measurements exhibited by this lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The patient also noted that the device was damaged. Subsequently, a revision procedure was scheduled. When the pocket was opened insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The leads also exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was suspected that the rv lead was fractured. The crt-p, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.